Event description:
It was reported that the device was displaying the charge pak and attention icons. There was no pt use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio removed the analog pcb assembly, and then observed proper device operation through functional and performance testing. Physio-control further evaluated the replaced assembly, and determined that the root cause was a failed capacitor, designator c177. The customer received a replacement device.